Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of power switching was confirmed via review of the controller log files, which revealed the controller serial (B)(4) did log a critical battery alarm involving (B)(4). Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate the power switching events. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per vad coordinator, that a patient came into clinic and reported having some power switching of his batteries. The log files revealed that there was 1 critical battery alarm logged for (B)(4) on (B)(6) 2016. The charge during the alarm was not less than 10%. Additionally, the potential switching events were observed on the same battery. However, these events cannot be confirmed 100% based solely on log files. The site removed the battery from service on his next clinic visit. The battery to be replaced at that time.